Event description:
It was reported that the subject device had no power. The issue occurred during set up of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report was sent in error; "generator has no power" would not cause or contribute to a death or a serious injury if it were to recur.

Event description:
No additional information from customer.